Event description:
It was reported that during a device change out, fracture, insulation breach and high thresholds were seen on right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2026. The patient is in stable condition.